Manufacturer narrative:
Concomitant medical products: product ID 3889, lot# unknown, product type lead codes apply to the lead only, there was no allegation against the ens. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient's wire came out and they are going back to their healthcare provider (hcp) to get the system "hooked back up." No patient symptoms were reported. No complications were reported or anticipated.